Event description:
It was reported by the physician that the pt developed an infection post-procedure. Site was incised and drained in operating room 12 days post-biopsy. Culture of fluid showed no anaerobes or white blood cells. It should be noted, however, that pt had been on antibiotics for ten days.